Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Difficulty in removing the device after clip deployment as reported, can be influenced by, but is not limited to; manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo inspection to verify ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Difficulty in removing the device can be caused by inadequate nick and spread incision or by not maintaining angle of tissue tract during advancement of thumb advancer. There was no reported information of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for difficulty in removing the device after clip deployment could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other similar incidents for this lot. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of an unknown artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the device was stuck; it was difficult to remove. Reportedly there was no patient injury due to the device removal. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4).